Event description:
Customer reported that their pump screen was dark and wouldn't turn on. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to confirm that the pump was not plugged into a power source and to attempt powering it on by pressing firmly on the center of the button. Reportedly, customer reverted to manual injections for insulin therapy.